Event description:
The device was returned with no info as to what the problem was and who returned to the device.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the device was returned with the clamp arm detached and with the distal tip of the blade broken off and missing. It was also found during analysis that the remaining blade portion was scratched. The device was tested with the generator and an error code 5 was displayed. During functional testing, the clamp arm was detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue. As to the broken blade tip, possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" or an error code 5 later in the procedure, and continued usage can result in a broken blade.